Manufacturer narrative:
Date of explant is unknown. During processing of this incident, attempts were made to obtain explant date.

Event description:
It was reported patient lost effective therapy following a fall. Reprogramming was unable to resolve the issue. Investigation was unable to identify which lead attributed to the issue. To address the issue, patient underwent surgical intervention at an unknown time wherein the entire system was explanted.